Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on a non-boston scientific defibrillation lead. This noise resulted in unnecessary shocks. In addition, pacing impedances were >2000 ohms, however, the shocking impedances were within range. There was also an increase in thresholds. No adverse patient effects were reported. This patient is not device dependant.

Manufacturer narrative:
It was reported that the non-boston scientific lead was fractured in the rate/sense portion of the lead the physician was contemplating the best approach for the lead revision and off-label use was discussed. It was later reported that non-boston scientific lead was surgically abandoned. The physician elected to explant the device as well as a subpectoral position was warranted for this patient. The device was being returned. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.